Manufacturer narrative:
B4:(B)(6)2021 the ventilator was on a patient when the blower high temp error alarmed. The patient was swapped to a different ventilator. No additional patient harm was reported.

Manufacturer narrative:
The motor controller (mc) board was returned for failure investigation. The customer complaint cannot be verified. The test ventilator with the returned mc board passes all testing. No fault was found.

Manufacturer narrative:
Date of report:18may2021. (B)(4). It is unknown if the device was on patient use when the issue occurred. Additional information has been requested.

Event description:
It was reported that there was an error message: blower high temp error. It is unknown if the device was on patient use when the issue occurred. Additional information has been requested. The field service engineer (fse) determined the blower and motor controller board needed to be replaced. The fse replaced the blower and motor controller board and passed the performance check. The issue is resolved.